Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: strip issue.

Event description:
Customer called and stated that the trueresult blood glucose monitoring device is displaying "lo" shortly after eating dinner (non-fasting), (less than 20mg/dl). Customer feels well and requires no medical attention. The customer's expected blood result is 100mg/dl-120mg/dl fasting. Verified the strips expire 5/19/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2016. Customer performed a back to back blood test and obtained lo and lo. Customer became concerned with the result being displayed due to not feeling symptoms of low blood glucose levels. Customer stated immediately tested on husband's device and received a 148 mg/dl. Customer declined recalling results in memory.